Event description:
The customer reported a ring/dark spot that appeared on a patient's images. The patient was then immediately sent for an MRI to rule out pathology versus artifact. The MRI determined the ring/dark spot was an artifact. The images were reviewed by a clinical application specialist and the artifact was confirmed. Philips engineering determined the cause of the artifact was due to an electrical gain instability between detectors 19-23. Service/replacement parts to the system was completed and the system was put back in use.

Manufacturer narrative:
(B)(4).